Manufacturer narrative:
Batch review performed on 13 mar 2026. Lot 179110: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2030-mar-14. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by r&d project manager based on the information provided, the patient presented with pain due to impingement associated with scapular notching. The surgeon revised the original glenosphere to a lateralized glenosphere with the aim of reducing impingement. Given the limited image quality, it is not possible to draw conclusions beyond what is already described in the report. However, a suboptimal positioning of both the baseplate and the glenosphere may have contributed to the impingement and subsequent scapular notching. Root cause:based on the information available no definitive root cause can be established, however, a suboptimal positioning of both the baseplate and the glenosphere may have contributed to the impingement and subsequent scapular notching. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At6 years 5 months from primary, the patient came in presenting pain due to impingement caused by scapula notching. The surgeon revised the glenosphere - d 36x24.5 to a lat. Glenosphere 42xd 24.5 to reduce impingement. The surgery was completed successfully.